Event description:
It was reported that the right ventricular [rv] lead was fractured. It was also reported that the rv lead was oversensing. The pace/sense portion of the rv lead was capped and replaced; the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.